Manufacturer narrative:
One 4.5 incisor blade was returned for evaluation. Visual assessment of the device showed the blade is bent. Functional inspection was performed and the inner blade did not rotate freely within the outer blade, friction was felt in the unloaded condition. The inner blade showed abrasions at the distal tip and proximal end near the slough chamber. The outer blade showed corresponding abrasions on its edgeform teeth. The condition of the device indicates an excessive lateral load was placed on it during use. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder cuff repair surgery, it was found that the planer head had debris falling off. A backup device was used to complete the surgery. No significant delay or patient injury reported.